Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was hearing unusual grinding sounds coming from the pump for approximately 2 days and no alarms were noted. The patient was placed on pneumatic support using an ip console and stroke volume limiter (svl) and listed as 1a for heart transplant. The hospital believes the noise heard by the patient was likely due to occasional incomplete stroke volume due to ventricular thrombus partially and occasionally occluding the inflow valve.

Manufacturer narrative:
The patient remains on lvad support and the suspected native ventricular thrombus is being addressed by medication adjustments by hospital staff. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.